Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Product was used for therapeutic treatment. Concomitant therapy: unk reason for mesh implantation: genuine stress urinary incontinence, symptomatic cystocele. Complications post uretex implantation: bodily injuries including emotional or psychological injuries resulted from implantation of product: recurrent urinary tract infections, recurrent stress urinary incontinence, frequent urination, painful urination, urgency, problems emptying bladder and voiding, bladder pain and pressure, emotional injuries, frustrated and depressed.